Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the company representative that the hcp was with the patient and getting message "pump motor has been stalled for 404 hours and 23 min". Confirmed patient had an magnetic resonance imaging (MRI) 17 days ago. Patient was not symptomatic. Technical service agent had the company rep reinterrogate and check for motor stall recovery. Motor stall recovery logged. Confirmed patient was in telemetry mode.

Event description:
Additional information was received from a company representative (rep) stated that the initial reporter was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.